Event description:
Per the clinic, the patient experienced headaches. The magnet was explanted on (B)(6) 2023. The implant remains in-situ. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on jul 7, 2023.